Manufacturer narrative:
Ous MDR - during the analysis of the lead, the mechanical properties of the lead were tested. There were no indications of material defects or manufacturing errors. The ring electrode (ventricular bipole) is no longer present at the lead. The rope conductor was torn off from the ring electrode. Sem (scanning electron microscopy) examinations at the distal rope end also did not show any indications of material defects or manufacturing errors. In particular, there were no signs of an incorrectly executed welding connections. The observed damage manifestation most likely is the result of excessive tensile stress during the fixation of the ring electrode in the tissue. This stress is probably due to the grow-in behavior of the lead during the long implantation time. The deformation of the inner conductor, as well as the cuts in the insulation, probably stem from the explanation process.

Event description:
Ous MDR - it was reported that an implanted biotronik vdd system was to be explanted due to upgrading to a crt-d device. The solox slx 58/15-bp could only be removed with some effort. After the solox was explanted, it is noted that ventricular bipole is no longer on the lead. According to dr. The bipole is caught in the tricuspid valve. No x-ray image showing this is available to us.